Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 600cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade unknown, and right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 10/3/2019, mentor became aware that the baker grade on the left side is iii and on the right is ii. This report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that manufacturer¿s report number 1645337-2019-24568 is a duplicate of this report (manufacturer¿s report number 1645337-2019-17700). This report contains the most updated information, and any additional event information will be submitted this report number. On (B)(6)2020, mentor became aware that date of original implant was (B)(6)2007, which was mistakenly reported as (B)(6)2017. The date has been updated under field d6 on this form. Also, patient code "no code available" has been added to field h6 for surgical intervention performed on capsulotomy (open) (B)(6)2017 but was missed in the previous submission. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2019, mentor became aware that date of surgery is (B)(6) 2019. Required intervention has been selected, and method code has been updated as "device not returned". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient had capsular contracture previously on the left side, and the device was reused after a capsulotomy. Hence, the device was used off label. Manufacturer¿s reference number: (B)(4).